Event description:
On (B)(6) 2013, I had surgery at (B)(6) hospital with dr (B)(6). She performed a hernia repair with davol mesh material. (Two pieces: 1 mesh, 1 second covering to go over the mesh. Six days after having had this implant, I developed a severe adverse event, which consisted of the follow: severe eye swelling; severely elevated blood pressure 160/90 upon emergency room visit; severe urticaria (hives) covering entire body; including scalp, hands, feet; bleeding under skin on arms and legs; severe abdominal burning pain; severe swelling and severe burning of hands and joints. On (B)(6) 2013, a second surgery was performed to remove this toxic mesh from my body. Upon inspection, 2 hours after surgery; the severe burning and swelling in my hands finally started to resolve. Prior to surgery, I was not aware that a person could develop such a horrible reaction to this product. Later, I discovered on the internet other pts also had experienced severe hives and pain after mesh implantation. They also noted that hives and pain did not resolve, until after the mesh had been surgically removed. With this information, I am asking for you to remove this toxic product from the market, so that no other pts will have to go through this kind of pain and suffering. Also, I would like to be paid for the 2 weeks of pain and suffering that I experienced from this toxic product. I will also cc: the davol company on this letter, so that they are informed of their dangerous product. To the davol representatives: please have your medical directors contact me immediately to advise how I can be reimbursed. I will await your reply.